Event description:
It was reported that the knobs on the device did not work; the temperature could not be adjusted. Additional information was requested; however, no further information was received. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI is unknown, no product information has been provided to date.

Event description:
Additional info received via email 14-sep-2022. No patient was involved. Event occurred during preventive maintenance.

Manufacturer narrative:
Other text: the device was returned with blood contamination, and the potentiometer (pot)s on the pcb (printed circuit board) were damaged. The pots on the pcb were damaged and could not be adjusted confirming the customer complaint. The root cause was found to be customer damage. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.